Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing was observed in a high ventricular rate episode. Technical services suspected post-paced t-wave oversensing or crosstalk; however, it was recommended to monitor the episodes to see if it reoccurs. No medical intervention was provided and the patient was stable.